Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that white clots were observed in the infusion set tubing. There was no reported adverse impact to customer¿s blood glucose level. Reportedly, the cartridge and infusion set were changed to address the issue. No further information was provided.